Event description:
It was reported that the customer was in the hospital due to high blood glucose of 545mg/dl. The caller stated that the customer went to bolus through the insulin pump and the down button was not responding. Troubleshooting was performed, and the customer stated that the minutes do change. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
No button response due to corroded keypad traces. Unable to perform functional test including displacement, prime, basic occlusion, occlusion and no delivery tests due to no button response. The insulin pump had scratched lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.